Event description:
It was reported to philips that the device was not charging or powering on. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to check the pins on the battery pca and provided the part number. Based on the conclusion of the evaluation, it was determined that this was likely a malfunction of the battery pca. The customer was advised to replace the battery pca to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was not charging or powering on. There was no patient involvement.